Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide catheter: launcher. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately tortuous, eccentric and moderately calcified mid left anterior descending artery that was 90% stenosed. Pre-dilatation was performed with a 2.0 x 8 mm nc trek balloon catheter; and it initially met resistance with the anatomy. However, the balloon ruptured at 8 atmospheres during the first inflation. Therefore, the device was replaced with a 2.0 x 8 mm non-abbott balloon catheter to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.